Event description:
It was reported that the endowrist prograsp instrument had abrasions on its main tube, which were caused by a defective cannula. No additional information was provided. No patient harm, adverse outcome or injury was reported. The following medwatch reports were created for the instruments with related complaints used at the same facility. MFR. Report #2955842-2006-00306, -00307, -00308, -00309, -00310, -00311, 2955842-2007-00402, -00403.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed various scratches on the distal end of the instrument main tube with material removed. The scratches are located 2" above the proximal clevis. The scratches are not parallel to the tube's longitudinal axis, indicating that they were most likely caused by inadvertent contact with another instrument. No other damage was found.